Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a photocoagulation procedure, the laser indirect ophthalmoscope had low laser power. The power had to be increased to complete the case. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was not replicated. Laser-indirect ophthalmoscope (lio) cabling was replaced and returned to resolve the issue. The system was tested and found to meet product specifications. The lio cabling was received for evaluation. A visual assessment of the returned sample found a detached radio frequency identification (rfid) tag. The sample was then connected to a calibrated system. The lio was fired and power output was found to be below specifications. The root cause of the reported event can be attributed to lio cabling. However, how or when it became non-conforming remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).